Event description:
During a remote follow up, an alert for elective replacement indicator (eri) was observed. Technical support was contacted and premature battery depletion was suspected. The device was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The report event of premature battery depletion was confirmed. A longevity calculation was performed, and the battery depletion was abnormal based on the device usage. Electrical testing revealed high current drain from the hybrid. An anomalous hybrid was found to be the root cause of the high current drain and premature battery depletion.